Event description:
The customer reported that the left workstation handle sheared off. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left workstation handle and associated cover were evaluated and replaced. The system was tested and found to be working as intended and returned to service.